Manufacturer narrative:
The intraocular lens was discarded by the account and not returned for analysis. Prior to release the lens met all manufacturing specifications. Based on the information received from the physician this is not a device issue. Patient was unhappy with the intended visual outcome of monovision and elected to have the lens exchanged for a lower diopter. Device discarded by the account.

Event description:
Physician reported the removal and replacement without complication of an amo intraocular lens (iol). The reason was that the patient was not happy with the intended result of monovision and elected to have the lens replaced. The physician stated this was not an iol or diopter issue and in his opinion, the event was not related to the product.